Event description:
Medtronic received information that this bioprosthetic aortic valve demonstrated type iii regurgitation after approximately 1 year of service. The decision was made to explant the valve, which was performed without reported complication. To date, there have been no reported patient symptoms.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: visual examination of the returned valve identified tears and abrasions on all cusps. Moderate to thick off-white pannus extends over the margins of attachments of all cusps on the inflow, and 1 to 3 mm onto all cusps, reducing the inflow ortifice area. Pannus is present on the outflow rail and stent posts. Radiography show traces of mineralization in the outflow margin of attachment of the left cusp and in the host tissue adjacent to the left right commissure. Conclusion: reduced performance of the device occurred and was related to the event. Pannus formation, tears, and mineralization contributed to the performance of the device. Device replaced with no reported adverse patient effects.